Manufacturer narrative:
N/a.

Event description:
The following has been reported: the device reported error 51-0001 (speaker) during commissioning. The fault occurred during the electrical safety. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, and event is confirmed by saw one occurrence of error ID 51. The reported device was received in brézins for investigation. According to our findings, nothing visual was noticed after visual inspection on this device. Following several tests, the defect reported by the customer could be reproduced and linked to a speaker failure. After dismantling, the speaker showed no visual anomaly that could explain why the error occurred. Analysis of the historical files revealed no incidents during the manufacturing process or during the final tests. However, after cross testing with another speaker, the device is perfectly functional. For this complaint, the triggering of error 51 is due to an original defect (supplier) in the speaker installed on the assembled bracket. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid the trend is: normal.